Event description:
It was reported that an altitude alarm was triggered on the pump. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose (bg) level was 327 mg/dl. Technical support instructed the customer to gently clean the speaker holes and reconnect the cartridge, which allowed insulin delivery to resume.